Event description:
It was reported that there were many mode switch episodes which were attributed to noise on the device which could not be reproduced while hooked up to the analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and upon analysis it was reported that the device had normal battery depletion.